Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited noise, oversensing and pacing inhibition. Subsequently, the ra and rv leads were explanted and replaced. The physician also elected to replace the device due to normal battery depletion. No additional adverse patient effects were reported.